Event description:
It was reported that the device was used during a gastric bypass, roux en y. The surgeon was using the device with the new design of the white reload. During the jejunojejunostomy he noticed that when inserting into the jejunojejunostomy and removing the device from the firing, he noticed that the device got caught and started to pull tissue out of the anastomosis. The surgeon manipulated the device from the anastomosis to removed. The same device was used to complete the case. There was no adverse consequence to the patient reported. Device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.